Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened.